Event description:
The customer reported that the insulin pump stuck on the prime/rewind loop. Troubleshooting was performed. Advised the customer revert to back up plan. No further info was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was unable to prime during the prime test as a result of a loose drive support disk.